Event description:
The physicians assistant reported that while attempting insertion of a PICC catheter, venipuncture wire and sheath insertion were uncomplicated. However, despite multiple attempts, the catheter would not pass through the sheath.